Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a left hemicolectomy procedure, the clip was unformed at the first and second firings. Another new device was used to complete the case. There were no adverse consequences to the pt. The device was discarded.